Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures confirms a worn and fractured bearing. Nothing further can be gained from the photographs. A review of the device manufacturing records could not be performed due to missing lot number. Medical records were provided and reviewed by a health care professional. The review identified that the worn poly was removed, both femur and tibial components were secure so the surgeon put in a new poly 4mm and he believed it was better to replace the poly than to remove all components. Patient presented 2-3 weeks prior to the revision surgery with knee pain. No previous issues before this time. Radiographs were provided and reviewed by a radiologist. The review identified bearing failure with metal-on-metal contact medially and displacement of the bearing marker medially, resulting varus alignment. Joint effusion present, bone quality osteopenic. Marked wear/displacement noted, no loosening. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford tibial component; item# unknown; lot# unknown. Unknown oxford femoral component; item# unknown; lot# unknown. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon requested new poly inserts for the patient. A revision is planned for possible poly wear. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial left unicompartmental knee arthroplasty performed. The patient did well until presenting with pain about 25 years after initial implantation. The patient underwent revision of the mobile bearing due to implant wear. The tibial and femoral components were well-fixed and left in place. No further complications have been reported. No further event information available at the time of this report.